Event description:
Fastload CT syringe exploded while performing injection. No patient injury or harm. After evaluating the lot number, it was determined that this lot # of syringe was recalled in december. We went through the department and 48 case plus 300 in the department were recalled. Bracco had sent facility products that were recalled already. Boxes with lot #261714 was received by our facility january 2025. The syringe used on this patient was pulled from this box filled with the recalled lot number.

Event description:
Fastload CT syringe exploded while performing injection. No patient injury or harm. After evaluating the lot number, it was determined that this lot # of syringe was recalled [redacted]. We went through the department and 48 case plus 300 in the department were recalled. Bracco had sent facility products that were recalled already. Boxes with lot #261714 was received by our facility [redacted]. The syringe used on this patient was pulled from this box filled with the recalled lot number.